Event description:
It was reported that the event occurred in the operating room after start up of the pump. The intra-aortic balloon (iab) zeroed after insertion with no issues. The intra-aortic balloon pump (iabp) alarmed "fos signal weak", and then alarmed "front end failure." The perfusionist sent a text to the sales rep inquiring what this alarm meant, "front end failure." As a result, the pump was successfully switched out and sent to biomed for service. Biomed stated that this was the sales reps loaner/demo iabp that has been there since last summer. The biomed was unable to reproduce after running for a couple of hours. On the second iabp the iab was recognized right away and they were able to use the fiberoptix sensor (fos) map to calibrate. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a five minute delay or interruption in therapy noted while switching out the pump and using the fos map with no harm to the pt. The pt outcome is okay. Our field service rep will be checking the pump out.

Manufacturer narrative:
(B)(4). Add'l info received on (B)(4) 2012, per the field service report: symptoms: after the iab zeroed, (fos status okay), the unit alarmed with a "fos signal weak" message. The unit then alarmed "front end failure" unconfirmed. Findings/action taken: was unable to duplicate the customer complaint. Found fos reading 90 mmhg with 100 mmhg applied. Replaced fos slide connector; unit passed fos test. Unit failed battery load test, replaced battery. Unit passed preventative maintenance and functional checkout. The pump is back in service. Follow-up report will be filed if add'l info becomes available.